Event description:
When de-accessing port needle from patient and it wouldn't pull back into the safety lock, and then when the nurse tried to pull it straight out it was difficult, had to hold his port secure and pull out slowly.